Event description:
It was reported per the sales rep that "no prior complaint info was noted. Info provided stated, the intra-aortic balloon (iab) stuck in the sheath. The cath lab manager does not remember a significant problem with the pt, except iab was stuck in sheath."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.